Event description:
It was reported on (B)(6) 2013 that during an unknown trauma procedure, it was noted the k-wires were getting stuck. It was reported the motor used with the attachment did function, but the attachment was getting stuck. It is also reported that a spare device was available and was used to complete the procedure with no delay, no further problem, and no harm to patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 8030965-2013-04681. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was returned. A review of the device history records was performed and no complaint related issues were found.